Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately calcified, non tortuous lesion located in the distal saphenous vein graft (svg). The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the stent deformed in vivo during positioning/advancing. The stent was being moved forward through the saphenous vein graft to the diagonal branch for implanting without going through the lesion of the distal graft, the stent was removed to do a previous expansion with the balloon, it was reported that upon removal the stent was noted to have some struts deformed. The procedure was complete using the same make and mode device. The patient is alive with no injury.